Event description:
Spontaneous call, pt's mother stated they are missing supplies and the pump is broken. Lot number and exp date are unk. Unk if pt experienced an adverse event due to defective product. Pt has product on hand to return. No add'l info known or provided. Reported to (B)(6) by pt/caregiver.